Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent to provide additional information based on a review of medical records provided to davol by the patient's attorney. Based on the medical records provided the patient experienced pain, adhesions and obstruction. Adhesions is listed as a known possible adverse reaction in the instructions-for-use. Medical records indicate the patient's ventralex mesh had an area where the mesh appeared to be "crimped." Without having the sample for evaluation a cause for the crimping of the mesh can not be determined at this time. Based on the medical records details provided for the (B)(6) 2012, it appears that the non-bard davol mesh was placed over the previously explanted ventralex mesh. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2008 - the patient underwent umbilical hernia repair with implant of a davol ventralex mesh. No operative details were provided for this procedure. On (B)(6) 2012 - the patient presented to the hospital with complaints of severe abdominal pain, associated with nausea and vomiting. The patient was diagnosed with a small bowel obstruction. The patient underwent a diagnostic laparoscopy with lysis of adhesions and small bowel resection with primary anastomosis and partial removal of the ventralex hernia patch. Per the operative details. "There did appear to be a transition point of several loops of bowel that were stuck to the mesh. The bowel was separated from the mesh. The patient apparently had a prolene system mesh placed and along the smooth surface the bowel came off fairly freely; however, there was an area where the mesh appeared to be crimped and the rough surface was exposed and there were several loops of bowel stuck to this exposed surface. The bowel was welded to the mesh at this point and appeared to have grown into the mesh. This was removed." On (B)(6) 2012 - the patient was diagnosed with a large ventral hernia and underwent repair with implant of a non-bard davol mesh. The operative details indicate "an obvious large ventral hernia defect at the site of her previous surgery, numerous adhesions to the abd wall, including some loops of bowel stuck to the previous hernia material that had been present prior to surgery were noted. The bowel was taken down which was strongly adherent to the hernia mesh."

Manufacturer narrative:
Addendum to the initial report. This supplemental emdr is being sent to correct the expiration date for the device as well as to report that a manufacturing review was performed which found no anomalies during the manufacturing process of the device.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. We have contacted the initial reporter to request additional information. Without a lot number a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: ni/ni/ni - the patient underwent hernia repair surgery which included implant of an unidentified alleged bard/davol hernia repair product. The attorney alleges the patient experienced "pain and suffering", injury and disability.